Event description:
Title: lab ordered for invalid date. Person doing computer order entry had the habit of entering '02' instead of '03' starting at midnight january 1, 2003. There was a failure to request a software program modification to prevent entering a date prior to the current day's date. When the wrong date of '02' is entered, this generates an entry on an error log. However, this log is not reviewed in a timely manner. This results in delayed testing. Other device info: factors that might prevent future occurances: modification of computer program to prevent entering a date to do a procedure prior to the current day's date.